Event description:
Patient (pt) asked about increasing qty on neria guard sets above 30 as he states he has had it happen once or twice where cannula comes unglued/unstuck and needs to use another. Advised if just 1 or 2 so far should not create a problem with running out but can contact (B)(6) and ask to update rx if he would like to allow for extra each month. Pt unsure how many he has remaining. He said he will see if it continues to happen and see how many he has left and call us back if we need to send extra. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Diagnosis for use: parkinson's disease.